Event description:
Equipment malfunction. At the end of a case, a light source made a popping noise and then smoke was observed coming from the device. Also it was emitting an obvious electrical burn smell. The light source was immediately unplugged and removed from the facility. All disposable drapes were removed from the pt. Biomed and facilities were notified. Sales rep was also present. Pt was never harmed.